Manufacturer narrative:
Concomitant medical products: 5554-45 lead implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds,rising and high undefined impedance, leading to lead failure. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.